Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the e-100 generator led was turning red when connecting vessel sealer extend (vse) instrument. The customer reseated the instrument and continued. The issue occurs whenever a vse instrument is connected. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the reported issue and replaced e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed and failure analysis (fa) investigation could not replicate the customer reported complaint. The e-100 was installed onto the test system and it worked fine with vessel seal instrument installed. Fa used the vessel seal extend instrument with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue. A review of the logs for the vessel sealer extend (vse) instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) advance failure analysis (afa). The following additional information was provided: the instrument logs showed that the vse instrument was installed once and passed homing once. Cut complete events were recorded with no errors. E100 logs showed seal events with 4 high initial starting impedance errors. Logs did not show an erbe generator being used with this instrument. The system logs do not show any relevant errors. The instrument was used for about 18 minutes.